Event description:
Complainant alleged that during a routine shift check by a clinician, the video display was not functioning. Complainant indicated that there was no patient involvment in the reported malfunction.